Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6): product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 25-jan-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported their communicator is ¿dead¿ and won't charge. The patient stated they charged it last night and this morning and it wouldn't do anything. The patient mentioned they recently had the communicator replaced and the cord wasn't plugging in easily. The agent recommended trying a different micro usb charging cord. The patient would call back with communicator for further troubleshooting once they had the communicator. The patient called back stating they cannot get the communicator to charge, and the cord was hard to plug in and it charges the patient¿s samusung just fine. The patient was advised to charge with a new cord however the patient was at work and attempted to ask for a cord to use however, no one had one. The agent had the patient reset and nothing work. An email was sent to the repair department for a replacement communicator. The communicator will not charge, and the cord used to charge charges the samsung just fine. The patient mentioned hard to plug in to the communicator. No indication of patient harm. Additional information was received on 30-jan-2025 from the patient who reported they tried 20 different cords last night on their old communicator and only one of them was able to charge their old communicator.

Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type: accessory. D9. The communicator was returned for analysis on 2025-02-11. H3. Analysis of the communicator found that the complaint could not be verified, but the communicator failed due to failing the final functional jbal test ( trs210004.1/push button led on/0/bool/1/1/fail/2/ ). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6): product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.